Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported poor image resolution was associated with difficult imaging. The reported recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda was due to challenging patient anatomy (enlarged atrium, mitral annular calcification, previous chordae rupture, posterior leaflet flail, and anterior leaflet restriction). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat degenerative mitral regurgitation (dmr) with grade 4, chordal rupture, posterior leaflet flail, anterior leaflet restriction, enlarged atrium, and mitral annular calcification (mac). It was noted that the imaging was difficult but a mitraclip nt was successfully implanted at the a2p2 flair. The mr was reduced to grade 2. Post procedure, on the following morning, the pressure jumped up. A repeat transesophageal echocardiography (tee) was performed and revealed a single leaflet device attachment (slda). The clip had detached from the anterior leaflet. It was noted the abnormal motion of both leaflets caused the clip to work its way off. The mr grade was 3-4. The patient was referred out to a more advanced center. No additional information was provided.